Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the helix extended and retracted within specification. A test sample stylet fully inserted in the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, after five times of re-positioning the tip mechanism was blocked. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.